Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump while she was trying to bolus. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test and motor test. Insulin pump received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump was unable to confirm alarm in alarm history screen due to overwritten history file. Insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.